Event description:
(B)(4). I had essure procedure in 2011 my ob said it was fast and easy so I agreed. Worst decision ever! Since the procedure I have had irregular periods at times so heavy that are debilitating. Anemia, weight gain, hair loss, brain fog. Sharp abdominal pain, pregnancy symptoms, migraines, acne, depression. I wish my ob would of listen to me when I asked for the tubal ligation, but he insisted this method was way easier with no down time and no side effects. Thus method was provided by my insurance.